Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analyst commented, helix extended and retracted within specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of implantable pacing lead (ipl), physician found that the tip was unable to rotate. The ipl was replaced with another lead to complete the procedure. No patient complications have been reported as a result of this event.